Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the screw broke during the operation. It was also reported that there was no patient impact.

Manufacturer narrative:
Proteinaceous debris and white residue were observed on the returned screw head. The tail end of the screw was broken off and missing from the first thread. It is unknown how or when the damage occurred. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.